Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia (s3ur) valve. A 14fr esheath+ (esp) was inserted from the right femoral artery (rt-fa) via a puncture, and the valve was implanted as planned. During insertion of the esp or a commander delivery system, no difficulty was experienced. After withdrawing the esp, good blood flow in the lower artery was confirmed by digital subtraction angiography (dsa). Vascular complication such as dissection was not observed in dsa. But during hemostasis, it was found that pulse of inguinal artery could not be detected. Cutdown of the right groin and angiography was performed again, then it was revealed that the right external iliac artery (rt-eia) was occluded. Therefore, thrombectomy was performed with a non-edwards catheter. Thrombus (about 1cm) was removed, and the blood flow recovered. After recovering from anesthesia, it was confirmed that there was no disability of lower extremity. Per physician opinion, the patient factor (ckd requiring dialysis) might contribute to the thrombosis.

Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to patient factors (ckd requiring dialysis, cancer, advanced age). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : discarded.